Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the revision surgery performed on (B)(6) 2016 was to remove the magnet; not reposition the magnet as previously reported.

Manufacturer narrative:
This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength and date not reported). The patient's head was not wrapped per the manufactuer's instructions for use of MRI. Surgery to reposition the magnet was completed on june 17, 2016. The implanted device remains.